Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer fixed the station related to medapp not booting up. Event logs showed that the station had been shutting itself off repeatedly. The fse powered the station off, replaced the power supply, and inspected the pyxibus cable for any cuts, but the cable was in good condition. The engineer then tested the station in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a blue screen, and users were unable to log in. The unit continuously rebooted on its own and repeatedly returned to the login page. There were no adverse events or injuries reported based on this event.